Event description:
It was reported that the patient went to the office and had a lead warning on the right ventricular (rv) lead for low impedance. It was noted it could be due to natural fluctuation. The patient will followed by the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 implantable pacing lead, implanted: (B)(6) 2012; addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).